Event description:
Procedure type: lap gastrectomy. According to the reporter: after firing, the anvil did not tilt. The handle was squeezed, but the tip of the shaft did not move. The anastomosis was successful but incision was extended 15cm to remove the instrument from the patient. No patient bleeding was reported.